Manufacturer narrative:
No service was requested. The user facility repairs the ventilator by themselves. The reported issue was confirmed by provided picture. How the side rail broke has not been established. The event is most likely related to an overload, or mechanical force above the specification the rail has been designed for.

Event description:
It was reported that the side rail mounted on the ventilator became dislodged. There was no patient involvement. Manufacturer's ref #: (B)(4).